Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4) ¿ aviva connect meter ¿ serial number ¿ (B)(4). (B)(4) ¿ aviva meter ¿ serial number ¿ unknown, (B)(4) ¿ aviva meter ¿ serial number - unknown.

Event description:
Customer reportedly received the following results, with three different meters, aviva connect and 2 regular aviva meter with the same test strips within 10 minutes: hi (>600 mg/dl), 270 mg/dl something, and 110 mg/dl something. Customer doesn't recall which reading was obtained on which meter. No adverse event reported. Test strips cannot be returned as they have been discarded. Return of the suspect meters were requested for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.